Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported, that this right ventricular (rv) lead had a lead safety switch. From bipolar to unipolar configuration, due to low out of range pacing impedances less than 200 ohms. There were also observations, of erratic noise that caused pacing inhibition of about one second, and a recent increase in thresholds. Technical services discussed to consider further troubleshooting. And trying to recreate the noise. The system remains in-service at this time. No adverse patient effects were reported. Additional information was reported, that this right ventricular (rv) lead had another lead safety switch nine months later from bipolar to unipolar configuration. However, this time it was, due to high out of range pacing impedances greater than 3000 ohms. The patient was checked in the clinic where in unipolar the measurements were 410 ohms. However, in bipolar the values were greater than 3000 ohms and no capture. The patient was not dependent, and had an underlying rate around 50bpm. Technical services discussed to considering a lead revision. No adverse patient effects were reported. Additional information was received that this lead was explanted. And was returned for analysis. No further details were known. And no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar configuration due to low out of range pacing impedances less than 200 ohms. There were also observations of erratic noise that caused pacing inhibition of about one second, and a recent increase in thresholds. Technical services discussed to consider further troubleshooting and trying to recreate the noise. The system remains in-service at this time. No adverse patient effects were reported. Additional information was reported that this right ventricular (rv) lead had another lead safety switch nine months later from bipolar to unipolar configuration, however this time it was due to high out of range pacing impedances greater than 3000 ohms. The patient was checked in the clinic where in unipolar the measurements were 410 ohms, however in bipolar the values were greater than 3000 ohms and no capture. The patient was not dependent, and had an underlying rate around 50bpm. Technical services discussed to considering a lead revision. No adverse patient effects were reported. Additional information was received that this lead was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection revealed insulation was flattened 197-235mm from the terminal pin. Initial resistance testing found the lead was not electrically continuous, and x-ray revealed that the anode conductor coil was fractured 198mm from the terminal pin. The inner conductor coil was deformed, and the silicone inner insulation appears abraded/torn. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region and contributed to the observations high impedances and thresholds issues seen in the field. 3191 code was used to denote surgical intervention.

Event description:
Additional information was reported that this right ventricular (rv) lead had another lead safety switch nine months later from bipolar to unipolar configuration, however this time it was due to high out of range pacing impedances greater than 3000 ohms. The patient was checked in the clinic where in unipolar the measurements were 410 ohms, however in bipolar the values were greater than 3000 ohms and no capture. The patient was not dependent, and had an underlying rate around 50bpm. Technical services discussed to considering a lead revision. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch from bipolar to unipolar configuration due to low out of range pacing impedances less than 200 ohms. There were also observations of erratic noise that caused pacing inhibition of about one second, and a recent increase in thresholds. Technical services discussed to consider further troubleshooting and trying to recreate the noise. The system remains in-service at this time. No adverse patient effects were reported.